Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history record could not be completed as no lot number was received. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported bd micro-fine ultra¿ pro pen needle was difficult to operate and had issues with under dosing. The following information was provided by the initial reporter, translated from french: "...since I have been using the bd micro-fine ultra pro 4mm, I have noticed that they do not screw properly on the pen, as soon as I use a bd pro needle it does not seem to be in front of the thread and forces me to start again and turn to find the thread, and for this I have already missed my insulin because I did not see that it was not screwed correctly."